Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown, and product was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. These drivers have been designed to "twist" before fracture of the screw. Investigation results concluded that the root cause of the failure is related to plastic deformation as a result of the design of the device. Complaint history review identified additional complaints related to this issue, and a corrective actions investigation is ongoing. As part of corrective actions, a field communication was sent out to the sales force.the letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Quantity - 2. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00346).

Event description:
It is reported that two cannulated drivers and a solid driver's tips twisted during surgery. The procedure was completed without further complication, as the screws were able to be seated.